Event description:
Procedure: deep wedge lung resection. Reportedly, the instrument, once fired, would not release from the lung. The surgeon used a second instrument to fire across and release the first instrument. Patient status fine.